Event description:
Consumer reported on (B)(6) 2011 needle break off in skin. Consumer also reported that they had x-ray done and md advised them to leave the needle alone. On (B)(6) 2011, bd became aware that consumer went for surgery on (B)(6) 2011 for removal of broken needle.

Manufacturer narrative:
Product has been received on (B)(4) 2011. Analysis is being conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports. Supplemental report will be submitted when device eval becomes available.